Manufacturer narrative:
Incorrect manufacturer PMA/510(k) number used. Initially reported as k113267, should be k020389.

Manufacturer narrative:
No product was returned to the manufacturer for device evaluation, however, a lot number was provided for investigation. Lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the event is unconfirmed. [Mw5088388].

Event description:
Information received via medwatch voluntary user report mw5088388. The patient reported that she experienced an allergic type response in the eyes after using the device with symptoms of burning, swelling, eye pain. The patient states that she sought emergency medical treatment, as well as several follow-up visits with her eye care provider over a one-month period and was prescribed prednisone eye drops to be used for two weeks. The patient has indicated that her eyes have healed. Good faith efforts were made by the manufacturer to contact the user and request additional details. No response has been received from the user, additional information regarding the event is unknown at this time. Should additional information become available, a follow-up report will be submitted. This event is being reported in an abundance of caution due to incomplete diagnosis and lack of medical information.